Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2009 - annual exam - vaginal dryness, urge incontinence, persistent urinary incontinence for 2 years, volume of urine per voiding is normal and large, urge to urinate is absent - detrusor instability - prescribed vesicare (interim medical records for the time period (B)(6) 2009-(B)(6) 2011 are not available for review). (B)(6) 2011 - patient leaks with cough, sneeze, jump or run, leaks with urge and without awareness, wears pads, dribbling of urine, difficulty starting a stream - urodynamics test on (B)(6) 2011 for stress urinary incontinence demonstrated mixed incontinence - bladder neck mobility with strain and cough, leaks with strain, cough and increased detrusor pressures, open bladder beck with void, good angle of urethra with void additional implant (solyx) surgery: (B)(6) 2011- underwent transvaginal sling for incontinence using solyx under general anesthesia. (Further medical records are not available for review).